Event description:
The following was provided via medical records: on (B)(6) 2004 - patient presented with incarcerated ventral hernia, cholecystitis with cholelithiasis and abnormal chest x-ray. Patient underwent laparoscopic cholecystectomy, attempted cholangiogram and ventral hernia repair with composix kugel patch. On (B)(6) 2010 - recurrent ventral hernia repair. Patient underwent explant of bard composix kugel patch and repair of recurrence with gore dual mesh. On (B)(6) 2010 - CT of abdomen and pelvis - post-op seroma within the anterior abdominal wall. Markedly atrophic pancreas. On (B)(6) 2010 - results of consult: patient has recurrent ventral incisional hernia, port site hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records indicate that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.